Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (360 mg/dl), and moderate ketones. Customer stated elevated bg's were due to being sick. Customer delivered a bolus to stabilize bg levels.